Event description:
Device malfunction: mislocation. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after completing step 3 (thumb advancer), the starclose clip was deployed; however, hemostasis was not achieved with the clip. It was noted that the clip was deployed on top of the arteriotomy. The clip was removed using forceps. Hemostasis was achieved by manual compression. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device and the clip were discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.